Event description:
A 77 yr old who underwent a re-do coronary artery bypass graft on 8/18/1998. The pt required intra aortic balloon pump post op. On 8/20/1998, the balloon ruptured. Attempt was made by physician to remove the balloon over a wire and reinsert 2nd balloon. However, upon removal of the balloon, injury to the femoral artery was noted. This injury required surgical intervention in the operating room, where after repair of the artery, another balloon was inserted. Bleeding was controlled with manual pressure. Cardiac parameters did not significantly change as a result of the event.